Event description:
It was reported by the patient that the patient was experiencing hiccups. Follow-up with the physician's office revealed the left ventricular lead was causing phrenic nerve stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.